Manufacturer narrative:
This report is submitted on august 03, 2017.

Event description:
It was reported that the patient experienced poor performance with the device.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.